Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) had blood at the infusion site and insulin pooling, which resulted in elevated cgm readings. The pwd resolved the problem by replacing the cleo 90 infusion set and resuming insulin delivery. The pwd noted that upon removing the infusion site each time, they observed blood and insulin pooling at the site. The highest cgm reading reported was 400 mg per dl, and no emergency medical services were required. The pwd corrected the high cgm readings by changing to a new cleo 90 infusion set and administering a correction bolus for both incidents. There was no patient injury.

Manufacturer narrative:
H3/h6: one used device was returned for evaluation. As received, one bent cannula and one used adhesive base. No other physical damage or other anomalies observed. In order to replicate manufacturing procedure testing, an occlusion test was conducted on the returned sample using a hydrostatic pressure pump. Free flow was observed for the occlusion test. The complaint of blood pooling, leaking cannot be confirmed from the sample returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.